Manufacturer narrative:
The device was disposed; therefore, no visual or physical analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use, "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors have contributed to the event as reported. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. The patient information was not provided; therefore section a was not completed. Attempts were made to obtain additional details; however, no further information was provided regarding this event at the time of this report. Should additional information be received, a follow up medwatch report will be submitted. Although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected because the system requires a value in h6(g).

Event description:
An atherectomy procedure was performed to treat an approximately 18 cm superficial femoral artery (sfa) chronic total occlusion (cto) using a jetstream catheter over a thruway guidewire. The initial 15 cm of the lesion was treated successfully, with the last 3 cm left for natural cap. Following the initial atherectomy runs, the catheter was removed to to perform angiography and percutaneous transluminal angioplasty (pta) due to observed dissections. Resistance was noted during removal of the jetstream catheter from the thruway guidewire; however, with force the catheter was ultimately removed. After angiography and pta, the physician attempted to re-advance the jetstream catheter over the same thruway guidewire to treat the remaining 3 cm of the lesion. The catheter could not be advanced. Upon removal and inspection of the guidewire, the distal portion of the wire was kinked. A second thruway guidewire was introduced, and the jetstream catheter was re-primed; however, the catheter again could not be advanced. The remaining lesion segment was subsequently treated with standard pta. During the procedure, multiple non-flow-limiting dissections were noted in the proximal treatment area following jetstream atherectomy. Final angiography demonstrated good flow, and there was no reported patient injury or change in clinical status associated with these dissections. The dissections were later treated with placement of a self-expanding stent. It was reported that to gain access they used a beback catheter. Thus, it was either due to the jetstream procedure or beback.